Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 436 mg/dl. The customer had no symptoms but just felt sluggish. The customer was treated with bolused. Customer's blood glucose value was 394 mg/dl at the time of the incident. Customer's current blood glucose value was 236 mg/dl. Troubleshooting was performed. Customer report customer does not allege pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low and high blood glucose. Customer reports insulin exited. The customer was explained about the 2 high blood glucose rule. The customer leaks, and serter issues as well as bent cannula. The product was not returned for analysis.